Manufacturer narrative:
Concomitant medical products: 2.5ml covidien monoject syringe, ref: 8881570300, lot: 18e0974, exp: 04/30/2020. 0.9% sodium chloride flush; 20 gauge PICC, lot #11222777; therapy date: (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the filter leaked when infusing neonatal venous nutrition. There was no report of patient harm.

Event description:
The customer reported the filter leaked when infusing neonatal venous nutrition. There was no report of patient harm.

Manufacturer narrative:
PICC placed (B)(6) 2018 at 1400, cut to 25 cm at 7cm at skin level neonatal, gestational age: 34 6/7 infusion rates: tpn 12/hour, lipids 1.2/hour the customer¿s report that the filter leaked was confirmed. No obvious issues or damages were observed with the received samples. Functional testing was performed; fluid was observed to be leaking out from the vent of the 0.2 micron ped filter. The root cause of the leak was oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).